Event description:
Through the medwatch program, a health professional reported that following intraocular lens (iol) implant surgery, the iol produced ghosting, blurring of vision/vaseline vision, and glistenings. Additional info could not be requested because there was no contact/follow-up info provided.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info could not be requested because there was no contact/follow-up info provided. This report was mailed to FDA on : 12/18/2008.